Manufacturer narrative:
The insulin pump had a partially blank solid white lcd with black horizontal lines due to cracked/bleeding lcd glass. Unable to verify missing segments due to blank solid white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank solid white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a solid white display. The customer's blood glucose level was 180 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.